Event description:
The contact stated the customer tested her blood glucose and had back to back readings of 360 and 126 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The contact also stated that on one occasion she noticed the cap on the bottle of strips was open. She did not know how long it had been open. The strips are to be returned for evaluation, and replacement strips will be sent.